Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of failed battery test alarm, battery out limit and excessive no delivery alarm. Customer's blood glucose reading was 224 mg/dl. The customer stated that she received no delivery during priming. The customer stated that she replaced the battery and received failed battery test. The customer mentioned that the pump would not rewind. The product was not returned for analysis.